Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the de vice failed a step during testing. The device's system board will be replaced to address the issue. Conclusions: device has been evaluated but not yet repaired.